Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), product type: lead. Product ID: 977a260, serial #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-jun-2017, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient went to the hospital because the pain was so bad he could hardly move and thought it was a heart attack because it was on left arm but they did heart scrap and test and cleared him to go home. Patient reports he needs someone to talk to hcp. Patient stated he had an x-ray, MRI, cat scan done. Patient states he thinks there is a kink in the wire or something because he never had pain like this before. Patient reports that the pain started (B)(6) 2018 and continued to get worse but if he lays with his right hand up the pain is not so bad. Patient states the pain was so bad he passed out yesterday. Patient stated hcp said he could remove all of the device. Patient stated he met with rep 2 weeks ago for reprogramming and pain got worse and met the rep again for programming and it worked on the lower part of the back. Patient is not sure if there is a piece floating in his body. Patient reported that one of his leads moved in the middle of his back and the pain is excruciating. He can't take the pain anymore and it is really terrible. No further patient symptoms or complications were reported in this event.